Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire (9-gw-002) was chosen for the procedure. After removing the guidewire after implanting the occluder, a fracture was noted at the distal end of the guidewire (close to the j-tip) with exposed tips. There was no excessive manipulation of the guidewire during use. The guidewire was placed in the left superior pulmonary vein without any difficulty. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of fracture was noted at the distal end of the guidewire with exposed tips was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Imaging received appeared to show device deformation, which could not be confirmed without device return. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There was no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the reported incident. The cause of reported incident could not be conclusively determined. However, based on the information provided, ¿improper use¿, and/or ¿excessive force used¿ may have impacted on the event as reported.

Manufacturer narrative:
An event of fracture was noted at the distal end of the guidewire with exposed tips was reported. A visual and microscopic examination of the returned product was completed, and the following features were observed. Fingerpull test was performed on the returned guidewire confirming that the guidewire¿s joints were intact. No anomalies were observed to indicate a manufacturing issue with the distal weld or the proximal weld. There was no evidence of the guidewire being fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There was no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the reported incident. The cause of reported incident could not be conclusively determined. However, based on the information provided, ¿improper use¿, and/or ¿excessive force used¿ may have impacted on the event as reported.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire (9-gw-002) was chosen for the procedure. After removing the guidewire after implanting the occluder, a fracture was noted at the distal end of the guidewire (close to the j-tip) with exposed tips. There was no excessive manipulation of the guidewire during use. The guidewire was placed in the left superior pulmonary vein without any difficulty. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.